Manufacturer narrative:
The handpiece cord was received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted if the results of the quality investigation require one.

Event description:
It was reported that when the handpiece cord was wiggled, it caused an attached handpiece to continue to run on its own during a bunionectomy. The case was completed with another device. There was no medical intervention required. There were no adverse consequences reported as a result of this event.